Event description:
The facility representative reported an infuso.r. Pump with a condition of were syringe goes in on the side... It doesn't move. It is unknown when the event occurred; however, it was identified in the "surgery center" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter will continue to monitor similar reports to determine if further actions are required. The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Device evaluation: the reported malfunction of "were syringe goes in on the side... It doesn't move" was not confirmed and not reproduced. The root cause was not identified. The device was returned unrepaired. Functionality of the device was not able to be verified due to part unavailability. Additional information: a device history review was performed finding that the data card was discarded per (B)(4) retention period. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional information: a service history review was performed revealing this pump has been sent to baxter for service four times prior to this event but the reported condition is not related to any previous reported problem for this pump.